Manufacturer narrative:
A correlation between the reported gastrointestinal (gi) bleed and the device could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(4) clinical trial, (B)(4). FDA approval for heartmate 3 lvas was received on 23august2017. The same device is used commercially and in the ongoing (B)(4) trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device - 8 months and 3 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported the patient had dark stools and was feeling lightheaded on (B)(6) 2017. The patient was previously admitted to the hospital on an unspecified date for suspected gastrointestinal (gi) bleeding, but the source of bleeding was not found. Both upper and lower scopes were performed with no suspicious areas seen. On (B)(6) 2017, the patient was admitted to the hospital when laboratory results collected on that date revealed a hemoglobin of 5.9 g/dl and of hematocrit 19.6 percent. On admission, the patient had a partial thromboplastin (pt) of 19.9 seconds, partial thromboplastin time (ptt) of 33.2 seconds, inr of 1.78, hemoglobin of 5.9 g/dl and hematocrit of 18.4 percent. The patient received a blood transfusion. A capsule endoscopy performed on (B)(6) 2017 showed normal mucosa throughout with the exception of the stomach, where abnormal mucosa was seen and reported as ¿likely gastropathy¿. The patient was discharged home on (B)(6) 2017 with a stable hemoglobin and on no anticoagulation for a month, at which time that would be reevaluated. No additional information was provided.